Manufacturer narrative:
(B)(6). (B)(4). Study source: post-FDA approval clinical trial evaluating bronchial thermoplasty in severe persistent asthma (pas2). Clinical trial evaluating bronchial thermoplasty in severe persistent asthma. A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) confirmed that the device met all specification requirements, allowing it to be released for distribution. A labeling review was performed and it was noted that asthma exacerbation is listed in the directions for use (dfu) as a possible adverse event that may occur. Therefore, the most probable root cause classification is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that an alair bt catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013. According to the complainant, the patient underwent her first bronchial thermoplasty procedure to the right lower lobe on (B)(6) 2013. The procedure was completed successfully with no issues noted. On (B)(6) 2013, the patient experienced an asthma exacerbation and presented to the emergency room with symptoms including chest tightness, chest discomfort, and shortness of breath. The patient was admitted into the hospital on (B)(6) 2013. The patient was treated with prednisone 50 mg od, bronchodilator nebulizer treatments, and oxygen. The event was considered resolved as of (B)(6) 2013 and the patient was discharged. Baseline spirometry values: visit date: (B)(6) 2013. Pre-bronchodilator: fev1: 1.19, fev1 % predicted: 61.98, fvc: 1.44, fvc % predicted: 58.30. Post-bronchodilator: fev1: 1.28, fev1 % predicted: 66.67, fvc: 1.57, fvc % predicted: 63.56.